Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to implant, device interrogation revealed that low battery on the implantable cardioverter defibrillator (ICD). The physician used a different ICD to complete the procedure. There were no patient consequences.